Manufacturer narrative:
The investigation of automated impella controller (aic); purge disc/flag issues has been completed. The data logs from the complaint date revealed that the console issued purge disc not detected alarm and the alarm got resolved after the purge disk was inserted. E console was examined and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue.

Event description:
The complainant reported that the patient was on impella support when the automated impella controller (aic) had a purge disc not recognized error and multiple attempts were made to change the cassette. The aic was replaced. There was no patient harm reported.